Event description:
Customer states: a female having CT chest/abd/pelvis. Injector was set up for contrast media injection. During procedure it was noted that an air injection of approximately 80cc had occurred. Patient immediately transferred to emergency room and admitted to hospital ICU. Patient was released two days later with no further adverse event being experienced. Customer unable to provide any more detail at this time. Advised to contact hospital risk management department for additional information.